Event description:
It was reported that the customer experienced frequent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from the technical support team, therefore no additional information was received.